Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled the cartridge with 150 units of insulin. Then, the customer reported inadvertently delivering 90.6 units of insulin to themselves (verified in pump history by tandem technical support) while connected to the pump during the fill tubing process. Reportedly, this was the customer's first time changing the supplies alone and the customer forgot to disconnect from the infusion site while fill tubing. The customer went to the emergency room (ER) with a blood glucose (bg) level of 29 mg/dl. At the ER, the customer was treated with 4 different manual injections of dextrose and juice, and left the e.r. About 10 hours later, on (B)(6) 2016, with a bg level of 87 mg/dl. During the call, the customer reported feeling tired and weak, but was feeling better. However, due to not having enough insulin in the cartridge, the customer received a valid minimum fill message. There was no impact to the customer's blood glucose level due to the minimum fill message. On (B)(6) 2016, during a follow-up call, the customer reported bg levels have dropped, and the customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
(B)(4).

Event description:
In addition, it was reported that the customer reloaded the cartridge and added an additional 50 units of insulin, and received another minimum fill message.